Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue it was reported that the pump had intermittent power. It was noted that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 08/17/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2016 with the following findings: a review of the pump¿s black box data showed continual power reboots occurred. A visual inspection of the pump revealed multiple cracks in the battery compartment. The battery compartment threads were stripped and torn. The returned battery cap was also observed to be damaged with stripped/torn threads. The battery cap did not attach securely to the pump; pump reboots occurred with the returned battery cap. A test cap was used to perform the investigation, but also did not fully tighten to the pump. Further testing was not able to be performed due to the unrelated unresponsive keypad buttons; the pump was not able to navigate from verify screen. The pump was opened and no damage or moisture was observed to the power circuit. Unrelated to the complaint, investigation revealed that the pump casing was cracked between the corner of the display lens and the case seal. (B)(4).